Manufacturer narrative:
An investigation was completed: it was reported to hologic that a patient received a biozorb device on (B)(6) 2020. The patient reported that the area is tender, uncomfortable, and itchy. Patient reported that the biozorb has failed to properly absorb and is still palpable in her breast. No other information is available. No initial evaluation could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: major pain (pain/discomfort/device palpability/sleep disfunction/failure to resorb), hypersensitivity/allergic reaction (redness/erythema and/or itching sensation). A review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regards to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.

Manufacturer narrative:
After additional information review, it was reported that the patient is a 46-year-old premenopausal female with a body mass index of 26.37 and weighs 154 pounds. Her past medical history includes smoker, hysterectomy at age 36, multinodular goiter (progressed to toxic hyperthyroid during cancer treatment); chronic back pain management; cervical spine fusion; alcoholic hepatitis (alcohol dependence) rheumatoid arthritis and fibromyalgia (diagnosed during cancer treatment). On (B)(6) 2019 a diagnostic mammogram identified a mass or cyst in the right upper outer quadrant measuring 29 x 24mm. Same day ultrasound reported a heterogeneous hypoechoic mass with new lobulations at 9 o¿clock 5 cm from the nipple measuring 31 x 19 x 27 mm. Us guided core biopsy pathology confirmed grade 3 invasive ductal carcinoma of the right breast, ER 1% +/ pr <1% +/her2 negative -clinical stage iib : tnm: ct2nomo¿. Due to low hormone positivity, she was considered triple negative. Fine needle aspiration of 1 lymph node was negative. Patient was re staged to iiia ct3n0m0. She was pet scan negative for metastatic disease. The patient had a port placed on (B)(6) 2019, and had neoadjuvant chemotherapy ddac (adriamycin and cytoxan) + taxol chemotherapy from (B)(6) 2019, to (B)(6) 2020, with a ¿complete response.¿ during that time, she had an ultrasound that identified a 1.2 cm right ovarian cyst. On (B)(6) 2020, she underwent right partial mastectomy with sentinel lymph node biopsy and biozorb placement. Pathology showed a small residual focus of dcis, grade 3, 3/3 negative sentinel lymph nodes, ER/pr/her2 negative. Margins were negative by 5 mm. There are no biozorb device details available for review. Following her lumpectomy, on (B)(6) 2020, the patient completed adjuvant hypofractionated radiation therapy to her breast receiving 42.56 gray in 16 fractions which was followed by a lumpectomy cavity boost of 10 gray in 5 fractions due to initial grade 3 disease of 3 cm and her age less than 50 (premenopausal status). She tolerated radiation therapy well. She developed deep hyperpigmentation over her right treated breast with some very faint erythema around the lumpectomy scar in the area of the boost, that slowly resolved. By 8 weeks post radiation treatment, on (B)(6) 2020, the patient's only complaints were related to her known thyroid condition, now progressed to toxic hyperthyroiditis with complaints of a racing heart and weight loss. She had a diagnosis of multinodular goiter prior to her diagnosis and treatment for breast cancer. She underwent total thyroidectomy (pathology-benign) on (B)(6) 2020, and did well post op. She was diagnosed with rheumatoid arthritis (at an unknown time following completion of adjuvant radiation therapy in 2020) although she continued to hike in the mountains despite some pain issues. At a radiation oncology follow up visit on (B)(6) 2020 (8 months post implant), the patient complained of increased warmth at the right breast. On exam, there were no signs of infection and minimal tenderness. The biozorb was noted. The patient was instructed to avoid massage to the area. At the same visit the patient complained of neck pain radiating to her right arm. An MRI of her c-spine was ordered. A follow-up diagnostic mammogram on (B)(6) 2020, was read as negative: ¿breast conservation therapy changes demonstrated within the right breast. There is no evidence of worrisome mass, developing architectural distortion or suspicious grouped microcalcifications¿¿. There is no reference to biozorb or a device. At the patient¿s radiation oncology follow-up visit on (B)(6) 2020 (8.5 months post implant), she continued to complain of increased warmth of her right breast. She has also been diagnosed with fibromyalgia. ¿clinical breast exam demonstrates minimally increased warmth over the skin on the lateral right breast, but no other suspicious focal findings including no erythema, skin thickening, swelling, or evidence of infection or recurrent disease. Biozorb is palpable but is not exerting pressure on the skin. Her pain is not limited to a focal area over the biozorb either, and involves most of the lower outer quadrant, upper outer quadrant, and axillary region of the right breast¿. The patient asked about an explant and the physician recommended against this due to her history of radiation therapy which increases the risk of a challenging excision and a bad outcome. At the patient¿s follow-up visit on (B)(6) 2021 (11 months post implant), she complained of diffuse pain in multiple locations not specific to the right breast. On clinical exam, the biozorb remained minimally tender and palpable although the patient stated that it was smaller and softer. A pet scan was ordered due to her high-risk status for recurrence. The patient transferred her cancer follow-up care to a new provider who did a complete review of her medical history, images and symptoms. In follow-up on (B)(6) 2021 (14 months post implant), the patient had no breast specific complaints and all imaging, including MRI and CT chest and abdomen were negative for malignancy however the biozorb and post therapeutic changes were noted. The patient requested a referral to a plastic surgeon for bilateral mastectomy due to concern regarding her high risk, and diffuse symptoms that might be related to the biozorb. In follow-up on (B)(6) 2021, the MRI and mammogram were read as ¿no interval changes or suspicious abnormalities¿. The patient complained of insomnia, depression, anxiety and joint pain making work and activities of daily life challenging. She did not have specific breast related complaints. ¿on visual inspection breasts are relatively symmetric in size and shape. There is no suspicious retraction or dimpling with arm elevation. Well-healed lateral peri areolar right breast incision and right axillary incision (x2). Subtle soft tissue defect/concavity in the lateral right breast with palpable biozorb, stable to slightly smaller/less conspicuous. No suspicious skin changes, lesions, or palpable masses. No focal tenderness elicited in the right breast or axilla today. Palpable nodular breast tissue was noted bilaterally¿. The patient was referred to a chiropractor or massage therapist for generalized pain and received a right scapular trigger point injection with local anesthetic. The md also offered a referral to a plastic surgeon for bilateral mastectomy if she remained interested. On (B)(6) 2022 (2 years 5months post implant), the patient was seen for follow-up. Clinical exam ¿breast: right breast: lateral peri-areolar incision well healed, mild post-radiation edema. Biozorb mildly palpable at the 9ocl.5fn with small area of skin tethering 2nd to scarring¿. The patient complained of headaches and had no breast-related complaints. On (B)(6) 2023 (3 years 10 months post implant) the patient reported ¿continued discomfort with her biozorb¿. She also complained of ¿deep itching¿ at the site. On clinical exam ¿her biozorb remains palpable and rather tender to palpation with scar contracture creating indentation despite appearing collapsed on imaging. No worrisome palpable masses, nipple retraction or skin changes bilaterally. No axillary lymphadenopathy. Her mammograms on (B)(6) 2023, and (B)(6) 2023 were read as ¿no evidence of malignancy ¿. She was scheduled for follow-up in one year.

Manufacturer narrative:
Device identifier: (B)(6). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H6. Health effect : suggested code : failure to resorb.

Event description:
It was reported that a patient received a biozorb device in (B)(6) 2020, patient reported that the area is tender, uncomfortable, itchy. Patient reported that the biozorb has failed to properly absorb and still palpable in her breast. No other information available.